Event description:
It was reported that an asymptomatic patient presented to the clinic with decreased pacing impedance and high capture threshold. Lead may be replaced. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.